Manufacturer narrative:
Lifescan has been requested the return of the subject meter and stips for evaluation, but has not yet received them.

Event description:
The patient reported blood glucose results of "213 mg/dl" with the lifescan meter and "173 mg/dl" on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The control solution was replaced.